Event description:
It was reported that a device was used during a colorectal anastamosis, the device fired an incomplete staple line. Another device was used to complete the case. There were no consequence to the pt.